Manufacturer narrative:
D.10. Concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot number: n4j1791y). Sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device partially fired which caused an incomplete staple line at the distal part of the cartridge. The tissue was not too thick, but the firing only progressed to the middle and did not continue further. The device was released from the tissue after cutting the remaining sheet at the distal part of the cartridge, and a new cartridge was used with the same stapling system. There was no patient injury.